Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final reportna.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with chronic total occlusion (cto). A guide wire was placed in the circumflex artery and the balance middleweight (bmw) universal ii guide wire was placed in the lad. When an attempt was made to move the bmw universal ii guide wire, it was noted that the distal portion of the wire was separated into two pieces. A balloon was advanced through the second wire and inflated in order to remove all devices from the patient. Everything was able to be removed from the patient. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation determined the reported material separation and subsequent treatment appears to be related to the operational context of the procedure. Additionally, the separated portion of the guide wire was removed via a balloon catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.na.